Manufacturer narrative:
User facility representative who reported the incident (B)(6) indicated in follow-up contact with (B)(4) at iridex that the original call placed on (B)(6) 2014 was to explain what happened with the oculight gl laser (s/n (B)(4) and obtain a price for repair, with a further question regarding whether or not the unit was still under warranty at the time. Ms. (B)(4) indicated that iridex technical support had escalated the call to a reportable event due to identified issues with unit, and stated that iridex is required to perform an investigation on the unit. She was told by ms. (B)(6) that the user facility had sent the laser to a third party for repair and it would not be available to send to iridex for investigation. Ms. (B)(4) and iridex technical support have made multiple attempts to obtain additional information from the laser technician at the user facility regarding the incident including: (1) a confirmation that there were no injuries, (2) whether the patient's treatment was delayed and, if so, was any treatment mitigation required, (3) if the unit can be made available to an tridex representative for investigation. To date, the customer has not responded to iridex's requests.

Event description:
User facility states that physician has reported to ophthalmic technician that a gl console stopped. The temperature increased and stopped at 9. Smoke came out of the console so it was turned off. The physician heard a popping sound and the smoke continued. There were no reported injuries as a result of the product malfunction.